Event description:
Upon powering system on, the clinical representative (cr) noted that red emergency stop button was illuminated. The cr shutdown and restarted device. Emergency stop button remained illuminated upon restart. Full shutdown and system was unplugged, allowed to sit for a minute unplugged. System restarted. Emergency stop remained illuminated. Full shutdown and power cycle performed. Repeated shutdown cycles done, until finally startup without issue. Seeg, patient under anesthesia, no incision made, delay 15 minutes.

Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the controller failed to initiate twice due to the controller version which is a known issue. Complete restarts of the device were necessary.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Upon powering system on, the clinical representative (cr) noted that red emergency stop button was illuminated. The cr shutdown and restarted device. Emergency stop button remained illuminated upon restart. Full shutdown and system was unplugged, allowed to sit for a minute unplugged. System restarted. Emergency stop remained illuminated. Full shutdown and power cycle performed. Repeated shutdown cycles done, until finally startup without issue. Seeg, patient under anesthesia, no incision made, delay 15 minutes.